Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb, bottom roll, footpads and cutters were damaged; however, the repair was not completed because the repair team did not receive a response for the quotation. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device does not work. Investigation found the comb was damaged. No additional information is available. There was no adverse event reported as a result of this malfunction.